Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Recalls: sap indicates unit requires syr/pca gripper recall 2017-dom. Although this unit is in the timeframe for this recall, the claws do operate properly (tested 30x, no failures). This unit is not affected. Repair: customer:"failed preventive maintenance": ran calibration/pm tests. Unit passed all tests. However, erlog shows 23x 354.6770 errors; this can be an intermittent error, and might not occur during 1 cal/pm: replaced pressure sensor. Old s/n: (B)(4). New s/n: (B)(4). Front case: dents: rt/1, bot/5, bez/3: replaced front case; top disc holder had 1 corroded insert; replaced tdh: keypad is incidental repair part. Rear case: cracked: bot/rt/mid/scr, base/lt/fr/scr: replaced rear case. Barrel clamp: cracked: replaced barrel clamp, seal, & bushing. Module latch: worn actuator: replaced. Iui's: oxidized contacts: replaced both iui's. Incidental repair parts: 2 feet, 2 labels, 1 mylar gasket, 1 sensor flag leaf spring, and 1 keypad assy. Maintenance actions: calibration completed. P/m completed. Tamper seal: intact. (B)(4).